Event description:
The customer contact reported the device did not deliver a dose when the pt pendant was pressed. The device was returned to the biomedical engineering dept with a note that stated, "no pendant alarm." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device passed testing. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for eval. The device passed testing at the user facility and was returned to clinical service. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.